Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving motor error alarms on the insulin pump. He reported that he received this alarm twice in one day and resolved the issue. The blood glucose reading was 128 mg/dl. He could not recall any significant event leading to this alarm and stated that the insulin pump was not exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Customer reported that the first motor error alarm occurred after receiving three no delivery alarms and that the second motor error occurred when he woke up. Nothing further was reported.